Event description:
A customer observed negatively biased ckmb qc results on the vitros 250 analyzer. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation into this event determined that calibrator responses were low compared to expected values. After restoration of the previous calibration, acceptable precision test results were obtained. The root cause of the event is unknown, although the observed results are consistent with slide cartridges whose packaging integrity has been compromised during shipment or storage.